Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected low battery alarms noted during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated the battery has to be changed within three days of inserting it. The customer reported that the insulin pump heated up when she got the high blood glucose reading. Customer was assisted with troubleshooting. The device will be returned for analysis. It was not provided if the auto mode feature was in use. Frn-reservoir.